Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the test strips were missing from her onetouch ultra2 meter system kit. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2014. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual does of medications. Immediately after the alleged issue, the patient claimed she felt a symptom of sweating. The patient denied receiving medical treatment. At the time of troubleshooting, the cca educated the patient on the correct meter system kit contents. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.